Manufacturer narrative:
Sensor (B)(4) has been returned and investigated. Visual inspection has been performed and no issues were observed. Extracted data from returned sensor using approved software. Sensor found to be in state 5 (indicating normal termination). The sensor plug was properly seated in the mount. Performed visual inspection on the sensor plug assembly, no issues or failure mode was observed. Sensor was reprogrammed and current was applied to perform linearity testing while in the test fixture. All results were within specification. No malfunction or product deficiency was identified.

Event description:
Customer reported she received a 'lo' (reading less than 40 mg/dl) message on her adc freestyle libre sensor scan compared to a healthcare professional meter. Customer further reported she experienced dizziness on (B)(6) 2019 and was taken to a hospital and admitted for an unspecified number of days. A reading of ¿hi¿ (readings greater than 500 mg/dl) was obtained on the hcp meter and the customer was diagnosed with hyperglycemia. The customer was treated with serum and insulin (dose unknown), and no further treatment was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported she received a 'lo' (reading less than 40 mg/dl) message on her adc freestyle libre sensor scan compared to a healthcare professional meter. Customer further reported she experienced dizziness on (B)(6) 2019 and was taken to a hospital and admitted for an unspecified number of days. A reading of ¿hi¿ (readings greater than 500 mg/dl) was obtained on the hcp meter and the customer was diagnosed with hyperglycemia. The customer was treated with serum and insulin (dose unknown), and no further treatment was reported. There was no report of death or permanent impairment associated with this event.